Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient's cousin contacted lifescan (lfs) alleging the patient's onetouch ultramini meter was displaying an error 1 message. Per the onetouch ultramini owner's manual an error 1 mean there is a problem with the meter. The medical surveillance specialist (mss) spoke with the reporter on (B)(4) 2011 and obtained the following information. The reporter stated that on an unspecified date/time during the 'third week of august' the patient was unable to check her blood glucose on the subject meter due to an error 1 message. The reporter stated the patient was managing her diabetes with metformin pills at the time of the alleged issue. The reporter stated that prior to the alleged issue the patient was experiencing symptom of 'dizziness' and it is unknown what actions the patient took when she was unable to check her blood glucose on the subject meter. The reporter claimed that the patient did not have another device to check her blood glucose and that her symptoms deteriorated after the alleged issue. The reporter claimed that a few hours later in the day the patient became "light headed, couldn't stand and passed out." The reporter claimed that the patient went into diabetic shock and was taken to the hospital where she received glucose to bring her blood glucose up. The reporter said the patient was admitted to the hospital for two days. The reporter stated that the patient continued to go to her doctor to obtain her blood glucose readings daily since she reportedly did not have a back up meter after being released from the hospital. At the time of troubleshooting, the cca noted that the patient was not attempting to use the meter for the first time. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed the patient reportedly developed symptoms suggestive of hypoglycemia and was treated by a healthcare professional after the alleged meter issue began.